Event description:
The customer reported poor image quality, blurry images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and replaced a fuse holder in the workstation. System operates as intended. This MDR is related to ge healthcare complaint number (B)(4).